Manufacturer narrative:
(B)(4). The device has not been returned. Therefore, a product analysis has not been performed. This device is used for therapeutic purposes.

Event description:
During a case, the blade broke. There was no injury reported as a result of this event. Requests for additional information have been made with no additional event details provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.